Event description:
It was reported that the catheter entrapped inside an onyx cast. The physician was able to retrieved it by cutting off the catheter's hub while advancing the distal access catheter over it. No pt injury reported. Same event as MDR#2029214-2009-00275.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.